Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens. One haptic was broken in the gusset area. The broken haptic was returned. The other haptic was bent in the gusset area. The optic was pressed against a post of the lens case upon return. The associated cartridge was not returned to evaluate. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. The reporter indicated that the viscoelastic was unknown. It is unknown if a qualified viscoelastic was used. The reported broken haptic damage was observed. All lenses are 100percentgae inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. While the other portion of the complaint of the haptic was stuck in between plunger and cartridge cannot be confirmed based on evaluation of the iol only, the returned haptic was potentially cut to facilitate the release from the cartridge. The reporter indicated the use of an unknown viscoelastic. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure haptic was broken torn or missing and haptic was stuck in between plunger and cartridge. There was a patient contact. The surgery was completed on the same day with another lens. Additional information has been requested.